Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4) used for: the patient developed an infection requiring revision surgery. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review was conducted. The report indicates that the: part number: 04.038.305s, lot number: h428642 , date of manufacture: 06 september 2017 , place of manufacture: (B)(4), part expiration date: 31 july 2027. Description of DHR review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 105mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision of one (1) tfna nail, one (1) tfna helical blade and two (2) 5.0 mm locking screws to an unknown synthes angle blade plate construct on (B)(6) 2018. The tfna construct was implanted in (B)(6) 2017 and subsequently, during follow-up post-operative x-rays after the initial implant, the surgeon discovered that there was non-union in the fracture. As such, the surgeon removed the nail, helical blade and both the 5.0 mm locking screws. All implants were removed intact. The patient was reported to be in stable condition and the procedure was reported to be completed successfully and without any complications. This complaint involves three (3) devices. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
These dates were incorrectly reported as (B)(6) 2018 in the initial report mwr (B)(4). The correct date is (B)(6) 2018.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.